Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a barbed suture was used. During the procedure, the fixation tab came off the suture during use for continuous suturing. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: please provide the lot number. Unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, g1. Manufacturing site name, g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site country code, g1. Manufacturer site postal code. H3 evaluation: the product was returned for evaluation. The returned product revealed that was received, a little part of the fixation tab that pertained to product code . Upon visual inspection of the returned product, it was noted that the suture was not returned for evaluation. A little part of the fixation tab was examined and body fluids were found. Per the conditions of the returned product, no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.